Event description:
It was reported that the customer had a button error alarm and a battery out limit alarm on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer was advised that the insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a button error alarm due to moisture damage on the keypad traces. The pump was received with normal operating currents. No unexpected battery out limit alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.